Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient also experienced left sided deflation. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Update on date of event is (B)(6) 2018. Which makes the patient age 34 years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 550cc saline breast implants which bilaterally has issue with capsular contracture baker grade IV after implantation. Patient was experiencing pain, hardness and breast deformation for the a year around (B)(6) 2018, patient called the doctor on (B)(6) 2019 made an appointment for (B)(6) 2019, doctor performed a physical examination and confirmed the issue. Patient had no other complications, issues, problems or events to report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.